Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with automated peritoneal dialysis (apd) therapy. The event was manifested by pain. The cause of the hernia was not reported. It was reported the patient was heading to the hospital for the event; however, it was not reported if the patient was eventually hospitalized for the hernia. Treatment details were not reported. Action taken with apd therapy was not reported. The patient's recovery status and outcome of the event were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history was not reviewed because there were no previous service events since the manufacture of the device. The device history revealed that this complaint is not related to manufacturing and does not involve a nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.